Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) lost stimulation and was unable to communicate with her implantable neurostimulator after she suffered a fall. The patient indicated she banged the bottom corner of the device when she fell. After an undetermined period of time, the implantable neurostimulator reached end of service (eos). The device was explanted and replaced and stimulation was restored.